Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that the surpass streamline stent (subject device) was successfully placed for an aneurysm in the c4 portion of the left internal carotid artery. Three months post procedure, the patient experienced left abducens nerve palsy and was treated with the steroids. Approximately a month later, the patient was recovered but residual sequelae (mild left abducens nerve palsy) remained. The physician believes that the abducens nerve palsy may be due to thrombosis of the aneurysm. The causal relationship of the reported adverse event to the surpass streamline stent (subject device) can not be denied. Antiplatelet and coagulation therapy were administered according to schedule. Abixaban 5 mg: ongoing since (B)(6) 2021.

Event description:
It was reported that the surpass streamline stent (subject device) was successfully placed for an aneurysm in the c4 portion of the left internal carotid artery. Three months post procedure, the patient experienced left abducens nerve palsy and was treated with the steroids. Approximately a month later, the patient was recovered but residual sequelae (mild left abducens nerve palsy) remained. The physician believes that the abducens nerve palsy may be due to thrombosis of the aneurysm. The causal relationship of the reported adverse event to the surpass streamline stent (subject device) can not be denied. Antiplatelet and coagulation therapy were administered according to schedule. Abixaban 5 mg: ongoing since (B)(6) 2021.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint was unable to be confirmed and it cannot be determined if the device met specification as the device was not returned. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that left abducens nerve palsy was noted and treated with steroids, while recovery was noted, residual sequelae (mild left abducens nerve palsy) remained. The physician believes that the abducens nerve palsy may be due to thrombosis of the aneurysm. Antiplatelet and coagulation therapy was administered according to schedule. Abixaban 5 mg is ongoing. The patient is unrecovered. Based upon medical review assessment, the data reasonably suggest the clinical event is anticipated in nature and severity as per the dfu and does not require escalation to senior management. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files., an assignable cause of anticipated procedural complication will be assigned to this complaint.